Manufacturer narrative:
Siemens technical operations team investigated customer returned cartridges. Investigation report: one partial box (8 cassettes) of clinitest hcg lot 047332 was sent to siemens facility for investigation. The returned reagent product showed no obvious signs of damage or degradation. The individual cassette foil packages appeared properly sealed & each contained the expected desiccant & micropipette. Performance of the returned reagent cassettes was tested on a qualified status instrument (s/n (B)(4)) using a pooled, non-pregnant urine. A total of six (6) replicate values were collected. Results are summarized. Summary of hcg test results (in decode) specification: result: average : 0.5. Negative: less than and equal to 10, s.d. 1.2 borderline (indeterminate): 11 - 16, range, 0-3. Positive: greater than and equal to 17m clinical result: 100% negative. Replicates: 6. As shown above, all cassettes tested returned values unambiguously in the negative clinical range ( less than and equal to 10 decodes). Customer report of false positive hcg was not reproduced.

Event description:
Customer reported false positive hcg result on the instrument.

Manufacturer narrative:
Customer confirmed that there was no harm to the patient. Siemens is investigating customer returned cartridges. The cause for the issue is unknown at this moment.